Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received an occlusion alarm. Customer's blood glucose was 330 mg/dl. Customer reverted to injections for alternate insulin therapy.